Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Also, upon further review, the information previously captured in regulatory report 3004209178-2017-25581 is related to this event and will now be captured in this report; the information previously reported in 3004209178-2017-25581 as well as the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the patient reported an infection. It was indicated that the device turned off when they went through the metal detector in the airport. The patient stated that it was the worst pain "of forever" and were miserable. Additional information was received from a health care professional on (B)(6) 2019. It was reported that the patient has had 10 utis, and it was unknown if they were related to the device/therapy. The dates of the utis were: (B)(6) 2017; (B)(6) 2018; they went to the emergency room (ER) on (B)(6) 2018 for uti and the uti was resolved; (B)(6) 2018; (B)(6) 2019; (B)(6) 2019; the patient went to tx, reports do not have records for those dates; and patient urgent care on an unknown date. No further patient complications are anticipated or expected as a result of this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient had the implant for her bladder retention and that her current ins was working find but frequency was too low and clarified that she meant that they noticed a returned of symptoms and they were not feeling stimulation and had noticed that the felt the need to urinate but not feeling it. Patient stated they had not gone to the bathroom for a while and that last time they had difficulty emptying all the way. Patient also reported that she woke up with burning sensation and she knew that her uti had started. No further complications were noted or anticipated. Patient has a medical history of retention.